Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 50 mg/dl, and the meter bg reading was 39 mg/dl. Reportedly, a second cgm bg reading was 49 mg/dl, and the meter bg reading was 21 mg/dl. Tandem technical support determined all values were within normal range and no malfunction occurred with the device. Reportedly, the customer was hospitalized due to low bg. Reportedly, the customer received a d10 bag prior to arriving to hospital and was observed during hospitalization. The customer was released from hospital with the issue resolved. A replacement sensor was sent to the customer.